Manufacturer narrative:
The zoll catheter in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted a quattro catheter and received ivtm therapy. On day 2, the clinical engineer observed that the fluid level on the saline bag was low. Upon inspection, no signs of leak on the suk, thermogard console and on patient bedside was observed. No alarm on the console was observed. Blood on the catheter tubing was observed. A catheter leak is suspected. Ivtm therapy was discontinued. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was confirmed during functional testing of the quattro catheter (lot# 77827). Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the medial 1 balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported of the quattro catheter with lot# 77827. Correction for lot# 77827.